Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the implantable cardiac monitor exhibited undersensing. Sensitivity was adjusted to prevent undersensing and the device remained implanted. The patient was in stable condition during and following testing.